Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. There is no exp date for this product. The table is being sent to a third party for repair. Eval summary: the tables have been shipped to a third party repair company, but further repair and eval is pending arrival of repair parts. The root cause for this failure is unk at this time. This is not a single use device.

Event description:
Stryker ref # (B)(4). It was reported that the vertier surgical table is randomly unlocking. There was no reported pt involvement and no adverse consequence reported.